Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the target lesion was the mid lad with mild tortuosity and mild calcification. The lesion was ore-dilated with a 2.5 x 15 mm voyager, and the 2.5 x 28 mm xience v stent was implanted. After stent implantation, a dissection was noted at the proximal end of the stent. The dissection was treated successfully with a 2.75 x 15 mm xience v. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, procedural technique and device size selection. Dissection is not necessarily an indication of a product quality issue and in this case there was no report of any device malfunction. A conclusive cause for the dissection in this case cannot be determined.